Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant wear.

Manufacturer narrative:
The associated complaint device was not returned. The date of surgery, patient details and product numbers are all unknown. Three attempts to obtain relevant clinical documentation were made. No documentation has been provided. It was reported that the device will not be returned for analysis. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.